Event description:
The complainant reported that the hub detached from the catheter during high pressure injection at 800 psi. The procedure being performed was an angiogram of the aortic arch. There was no harm or injury to the patient or the clinicians.

Manufacturer narrative:
Device evaluation: a portion of the suspect device (ie, the hub) was returned, however, the catheter was not available for evaluation. The distal end of the hub was examined under magnification. The complaint was confirmed; however, the cause of the failure could not be determined. Six devices from the same lot as the suspect device were also evaluated. Pressure testing was performed by setting the power injector at 1100 psi. All devices tested were found to have leaks. However, none of the tested devices had hub detachment as reported by the complainant. A modification was previously made to the bonding process to reduce this type of failure. The device history record was reviewed and no specification deviations were noted that could be related to this event.